Manufacturer narrative:
The reported event of damaged helix was confirmed by analysis. Final analysis found blood and tissue on the inner helix. The outer helix was stretched out of specification, this is consistent with implant damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis performed indicated that it exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.